Event description:
It is reported that the plastic packaging was broken and sterility was compromised. Surgery was completed with another size of the device.

Manufacturer narrative:
This report will be amended when our investigation is complete.